Event description:
A report was received that the patient was experiencing inadequate stimulation due to suboptimal lead position. The patient underwent a lead revision where the lead was placed in a different location. The patient is expected to make a full recovery.